Event description:
The customer reported via phone call that they had a low blood glucose event. Customer stated the paramedics were called to treat for their low blood glucose. The customer's blood glucose was unknown at the time of the call. The customer also reported their sensor had inaccurate readings. Customer's blood glucose was 163 mg/dl and their sensor glucose read 151 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.